Manufacturer narrative:
Additional information: d1: brand name, d4 (model, catalogue, lot, expiration date, UDI), e1: initial reporter state: (update), g4: PMA/510k # or bla #: (update), h4, h6 (update codes), h11. H4: the lot was manufactured between july 18-22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed fluid inside the device's bladder, which suggested possible under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric underinfused during infusion. After 23 hours, 80% of the volume was infused. The device contained piperacillin/tazobactam, and a catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.